Event description:
It was reported that the symptomatic (syncope) patient presented in the emergency room in backup vvi. The patient's presenting rhythm was 67.5 pulses per minute vvi paced. The hardware elective replacement indicator byte was checked, but the operation failed consistently. Due to unknown measured data and the inability to communicate with the device, further troubleshooting could not be performed. The device was replaced due to unresolved backup vvi status.

Manufacturer narrative:
No medwatch form was received.